Event description:
Information was received that device had syringe size error, not pumping the correct volume, and force sensor error. No adverse effects reported.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical medfusion pump was returned for analysis with no external damage noted on the device. Event log history was performed and indicated that there was a force sensor test and invalid syringe size errors recorded in history. During analysis the reported issue was able to be duplicated on force sensor and the size was out of calibration. It was noted that the size and force were out of specification and that was the cause of the reported issue. Service recalibrated the pump and that cleared up the problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.